Event description:
Healthcare professional reported rupture, affected side unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed one opening assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion, particles and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, affected side unknown. The device has been explanted.